Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 01-january-2024, it was reported by the patient that three infusion sets fell off due to which hyperglycemia occurs within 48 hours of use. High blood glucose level was 200 mg/dl. He replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial MDR (B)(4) - MDR- device 2 of 3.